Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® volite in subcutaneous perioricular area and 1 ml of juvéderm® ultra 4 in ck1 and ck2(bolus) and nl1 and nl3 (blunt). Patient experienced anaphylactic reactions at home, diarrhea, shortness of breath, and palpitations. Patient had to go to the hospital. Symptoms are on going. This is the same event and the same patient reported under abbvie complaint (B)(6). This MDR is being submitted for the suspect product, juvéderm® volite.¿